Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2007-(B)(6). (B)(4)

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead exhibited no capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.